Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 431 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was unable to troubleshoot the issue at the time of the call but will send their reservoir back for analysis. The customer did not yet return the product back for analysis.